Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump using provided pump reset information, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to report any future issues.